Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a premature ventricular contraction ablation, an effusion occurred. The patient became hypotensive and the heart border was visualized on the fluoro and was found not to be moving very well so an echo was performed. The patient also developed chest pain. A pericardiocentesis was performed at the apex of the right ventricle which stabilized the patient. The patient recovered and was discharged home. There were no performance issues with any abbott devices.